Event description:
It was reported that there was a downstream tpa (tissue plasminogen activator) occlusion. An ekos endovascular device was selected for use. During ekos therapy in the ICU, there was a downstream occlusion that was a result of the tpa parameters being set lower than the flow rates recommended within the ekos instructions for use (IFU). No further information was provided regarding procedure outcome or patient status, despite request by boston scientific. Additional information was received that the occlusion was able to be resolved and the ekos procedure continued as planned.

Event description:
It was reported that there was a downstream tpa (tissue plasminogen activator) occlusion. An ekos endovascular device was selected for use. During ekos therapy in the ICU, there was a downstream occlusion that was a result of the tpa parameters being set lower than the flow rates recommended within the ekos instructions for use (IFU). No further information was provided regarding procedure outcome or patient status, despite request by boston scientific.